Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported entrapment (inability to remove the closure device) could not be replicated in a testing environment as it was based on operational circumstances (device interactions with the patients anatomy due to the user manual input). The reported irregular appearance was not confirmed. In this case it is possible that the patient anatomical conditions (very skinny with possibly narrow femoral artery diameter) contributed to the device entrapment. The narrow artery diameter could possibly cause the proglide device edges catching the artery wall subsequently stretched out the suture knot during the attempted device retraction. The patient artery size could not be confirmed; therefore, a conclusive cause for the reported device entrapment cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. A review of the lot history record indicated no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. Additionally, unused, sterile representative samples were returned and successfully tested, no malfunction was noted.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a transcatheter aortic valve repair (tavr) procedure. Reportedly, the knot of the proglide device could not be advanced. A cut down was done to make the suture knot visible. The knot was not releasing from the device and was visibly stretched out. The suture was cut to free the device for removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, the following additional information was received: reportedly, the knot was not advanced as it was still in the device. Additionally, user facility medwatch # (B)(4) was received with the following information. Describe event or problem: at the end of the transcatheter aortic valve replacement (tavr) procedure the proglide device had what the dr. Called a missed deployment - the proglide got stuck inside the patient. In order to remove the proglide, surgeon had to do a small cut down. Product had patient contact but no harm. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. The reported irregular appearance was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Therefore; a conclusive cause for the reported device entrapment cannot be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, unused, sterile representative samples were returned and successfully tested with no malfunctions observed.